Event description:
Boston scientific received information that during a device replacement procedure, this device and right ventricular lead displayed a high out of range shock impedance measurement. Prior to the procedure, no out of range measurements had been displayed. It was thought this lead may have been cut, however that could not be confirmed. After repositioning and further attempts to resolve this issue, unacceptable measurements were still obtained. A decision was made to also replace this lead. No return of the device or lead is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.